Event description:
Titanium screw was implanted on 6/28/96 right foot. Screw broke and was removed on 9/27/96.

Manufacturer narrative:
H6: no evaluation was performed as the product was not returned, therefore, no conclusion can be drawn.